Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing and also exhibited diagnostics anomaly due to exposure to cold temperature on (B)(6) 2018. On (B)(6) 2018, the device was explanted and replaced with a pulse generator. The patient was in stable condition before, during and post surgery.